Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual sample and all available information were forwarded to the MFR, b. Braun (B)(4). Their report states that upon visual examination the long/ short arm of safety clip was dislodged from the cannula while the safety clip back hole is still attached to the cannula. No deformation on the safety clip was found. Using a smart scope, some scratch marks were noted on the cannula surface and also on the inner side of the catheter housing. The safety clip arms were re-assembled to the cannula and re-inserted the catheter housing onto the cannula hub. The catheter housing was then withdrawn from the cannula hub to test for the clip function. The safety clip arms were not dislodged from the cannula and the clip performed its function and activated on the needle tip. A stimulation was done by creating a similar defect and checking it on the introcan end control machine (ecm). The part was rejected by all three (3) camera in each six (6) positions in a pallet. In other words, such a defective part will be rejected by the vision system without any escape. It was noted that while creating the stimulation sample, there was difficulty in inserting the catheter housing onto the cannula hub when the safety clip arms are dislodged from the cannula. A harder force needed to be applied. Observed deformity in the safety clip after the catheter housing was removed. The batch manufacturing record was reviewed and there were no such defect encountered during final control inspection. A historical review of the customer complaint database, dating back one year, revealed no other complaints of this nature against 4253574-02 and no other complaints against lot # 1b24258302. The non-conforming database was reviewed and no non-conformances were reported against lot # 1b24258302. Since the batch manufacturing records show no abnormalities and the returned sample functioned upon manual testing, it is difficult to determine how the clip could be dislodged and no specific conclusions can be drawn.

Event description:
(B)(4).